Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp. The stm performed preventive maintenance, cleaning, and calibrating to factory specifications. The stm found blood in the patient interface module so it was replaced. The stm also saw that the critical alarm battery was due for replacement so it was also replaced. The stm then performed all functional and electrical safety tests, the iabp passed all tests and was cleared for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Event description:
The customer reported having serosanguinous colored fluid in the helium line that extended to the cardiosave intra-aortic balloon pump (iabp). The customer wanted to verify the proper way to trouble shoot this situation. The getinge cardiac assist account manager (caam) advised the customer that if the fluid was in the extracorporeal/ helium extender tubing that there was a leak in the iab catheter and to remove it asap. The customer asked the caam about removing just the iab, and the caam clarified that the whole system needs to be removed and replaced, meaning both the sheath and balloon to prevent any shearing of the catheter if pulled through the sheath after inflation. Also the customer was reminded that the catheter should not be on standby longer than 30 min. The patient was also being supported on extracorporeal life support. It was later reported that the iabp alarmed "internal error" and ceased pumping. The iabp was powered off and back on twice and the same error displayed both times. The patient did not display any changes in blood pressure while the iabp was down. The iabp was disconnected from the patient and the patient was sent to the operating room where ECMO was successfully discontinued and the iabp was not replaced. It was reported to getinge on (B)(6) 2018 that the patient later died. The patient's deterioration is not due to the iabp. The patient was on ECMO and later died of suspected sepsis four days post incident. A separate report has been opened for the iab involved in this event. Please refer to balloon report #2248146-2018-00022.